Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was returned. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported stuck on the guide wire may be associated with improper flushing of the device prior to use. The reported failure may be also associated with the use of a damaged guide wire. Furthermore, a hydrophilic coated guide wire can become stuck in the system if not kept wet during use. A difficult anatomy may be also a contributing factor for the reported event and finally reported failure to deploy the stent. Based on the information available and as no sample was returned for evaluation, a definite root cause for the reported event could not be determined. The IFU states: "prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter" and "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding the use of accessories the IFU states: "the bard® e-luminexx® vascular stent is only compatible with a 0.035¿ (0.89 mm) guidewire." Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that the stent failed to deploy while the system got stuck on a 0.035'' guide wire during advancing via a brachial approach to the lesion. The system was removed and another device was used to complete the procedure. There was no reported patient injury.